Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer was instructed through several troubleshooting steps, advised to place pump into storage mode, and to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, instructed customer to program pump settings and connect continuous glucose monitor on replacement device, and requested return of malfunctioning pump using prepaid label.